Event description:
It was reported that the patient presented via merlin.net with an alert for lv pacing lead impedance >3000 ohms. Patient was brought into the clinic for further testing and there was no lv capture in all 3 vectors. The patient did not mention any accidents or trauma. The patient was brought in today for an lv lead revision. Since there was a spare epicardial lead placed at initial implant, the physician simply capped the (B)(4) and connected the (B)(4). The patient was asymptomatic and there were no complications during the procedure.